Event description:
Spontaneous call from patient and husband reporting they experienced multiple 'no disposable/no cassette errors' approximately every six hours or so the last day or two. Errors occurred across at least two, up to and including four pumps with at least two cassettes, but seem to be resolved with latest cassette change. Unable to specify any further due to multiple narrators. Asked husband to inspect a bad cassette and he reported the bladder did seem to be poking out of the enclosure. The reported product fault did occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The cassette is available to be returned for investigation. The event is resolved. Event is for two cassettes only. Lot numbers: unknown. Photographs were not provided. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. This is a continuous infusion. Return tracking info is not available. No add'l info is available at this time. Did the reported product fault while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Not at time of writing. Did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.